Event description:
When the subject device was used during an uncertain procedure, ultrasonic output couldn't be activated. The procedure was completed with the spare t3930. There was no patient injury reported. It is confirmed that the grasping surface was worn and peeled at the distal end on (B)(6) 2015.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. It is confirmed that there was a crack at 19 mm from the distal end of the probe, and that the grasping surface was worn and peeled at the distal end. The device history records for this serial number indicated no abnormalities related to this phenomenon. As the result of this, we presume that ultrasonic output couldn't be activated due to the crack. The crack could have been developed due to a mechanical load since the user activated ultrasonic output while strongly pressing the distal end of the probe alone on tissue, or while twisting the scissors with tissue grasped in the grasping section. And we presume that the grasping surface was worn and peeled at the distal end because the user activated ultrasonic output while grasping nothing. Therefore, it is concluded that the phenomenon was due to the handling at the facility. The instruction of the subject device mentions appropriate handling method. This report is being submitted as a medical device report in an abundance of caution.